Event description:
It was reported that during an interventional peripheral procedure, a 6-french, non-abbott sheath was flushed per the instructions for use. The 10 mm x 39 mm x 80 cm otw omni elite 35 was unable to be inserted into the sheath and could not be advanced. The stent was loosened on the balloon. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the stent delivery system (sds) was returned with blood on the shaft, balloon and stent implant and in the guide wire lumen consistent with the reported attempt to insert into the sheath. There was no contrast visible. The stent implant was stationary on the balloon and was not loose as reported. The distal end of the stent implant was located 0.5 millimeters (mm) distal to the distal end of the distal marker. The proximal end of the stent implant was located 2mm distal to the proximal marker. There were two struts in the first row of the proximal stent struts that were lifted over the distal end of the protective sheath. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon at the proximal balloon marker where the stent implant had been located, suggesting the stent was firmly and properly placed on the balloon at the time of manufacturing. There was no other damage noted to the sds. The protective sheath was returned on the shaft of the sds and over the proximal balloon taper. There was no damage noted to the sheath. The introducer sheath used during the procedure was not returned. A laser micrometer was used to measure the stent implant outer diameters and they were all oversized. The inner diameter of the protective sheath was not measured due to the sheath not being able to be removed from the sds over the stent implant. An attempt was made to remove the sheath distally over the stent implant, but the sheath got stuck on the proximal end of the stent implant and could not be removed. Loosening and movement of the stent during the procedure and post procedure handling appear to have contributed to the returned stent outer profile dimensions. Difficulty to position the sds through the introducer sheath may be related to several factors including, but not limited to, manufacturing, damage to the device or introducer sheath, outer diameter (od) of device, inner diameter (ID) of sheath, od/ID clearance, insertion technique or an interaction with accessory devices. In this case, it appears that the introducer sheath inner diameter used was a cordis avanti, which is sized 2.12mm inner diameter and the recommended introducer sheath as labeled on the omnilink elite product label is 2.20mm. Further advancement attempts appear to have subsequently led to the reported unstable stent. Additionally, the stent was not loose as reported; however, was returned moved in a distal direction. As the device was returned with the distal end of the protective sheath wedged in the proximal struts of the stent, it is possible that the stent may have moved during the introducer sheath interaction, and subsequent handling of the protective sheath post procedure may have resulted in the movement of the stent (as returned). The reported difficulty to position and unstable stent appear to be related to the operational context of the procedure and there is no indication of a lot-specific product quality deficiency associated with this lot. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and no other incidents have been reported for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for damage during the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).